Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a 1st revision surgery at 6 years post-operative due to periprosthetic fracture despite no humeral component loosening. Custom stem + custom metaphysis and glenoid sphere were removed, the glenoid baseplate remained implanted. Second revision surgery on (B)(6) 2016 due to instability/dislocation, only the insert was changed. Patient ID: (B)(6).